Event description:
Info received indicated that no functions on the bed operated.

Manufacturer narrative:
The hill-rom tech found that the f1 fuse had opened. He replaced the fuse to resolve the issue.